Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024.

Event description:
Per the clinic, the device was electively explanted (specific date not reported) due to MRI compatibility. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.